Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found external insulation abrasion breaching the outer insulation and exposing the outer coil at 10.8 cm to 11.0 cm from the connector pin. The cause of the reported event was due to exposure of the outer coil in the abrasion region consistent with friction to the device can.

Manufacturer narrative:
Correction: report type of previous follow-up report should have been serious injury instead of malfunction.

Event description:
It was reported during in clinic follow up, noise was noted on the patient's right ventricular (rv) lead. No intervention was performed. Patient was stable.